Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d364trg implantable cardioverter defibrillator: (B)(6) 2013. A 3830 lead: (B)(6) 2013. (B)(4).

Event description:
It was reported a wound revision was performed due to the superficial position of the leads. The device was repositioned and the device and leads remain in use. The patient is a participant in the (B)(6) clinical trial study. No further patient complications have been reported as a result of this event.